Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that on complaint date, the patient's blood glucose reading was over 360 mg/dl but below 500 mg/dl with nausea. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustment to the pump settings. It was reported that the pump had an intermittent power issue with a cracked battery compartment. The reporter stated that the battery cap was undamaged and there was no evidence of moisture or corrosion in the pump. The reported blood glucose excursion did not meet the criteria for a serious injury. This complaint is being reported based on an alleged intermittent power issue with cracked battery compartment.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: review of the black box data revealed several power on reset events recorded. On examination, there were multiple cracks in the battery compartment, from the threads to left of grip pad, above grip pad to threads, and below grip pad to case seal. A test battery cap was able to fit to maintain electrical connection. The pump powered on correctly; no power interruption was duplicated during investigation. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior compartment. Investigation confirmed the damage to the pump but did not duplicate any power issues.